Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The alarm sound was heard, and the unit was returned for use. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was a speaker malfunction. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that the device was out of sound. The device was in use on a patient at the time of the event. There was no adverse event reported.